Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed pump error 81, 53, 28, and 3. It was also mentioned that when customer was asleep, insulin pump exited auto mode and gave pump errors. Blood glucose level was 143 mg/dl at the time of the incident. The insulin pump will be returned for analysis. Frn- reservoir.